Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted the protector at the scope connector of universal code is cut off. The reported issue was confirmed. In addition, the inside of lg (light guide) lens is dirty, there is gap at the adhesive part of ar (a-rubber) bending section. Angulation in the up direction is out of standards due to worn angle-wire. The objective lens was found scratched and the adhesive around the objective lens and light guide lens worn out. Evaluation findings confirmed the customer reported issue as the protector at the scope connector of the universal cord was observed cut off. In addition, the inside of light guide lines was found dirty. This is likely due to gap at the adhesive part of the ar found during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of device connector part protector damage. The issue found during preparation for use. There was no patient harm or injury reported due to the event. Device evaluation found the inside of lg (light guide) lens is dirty. There is gap at the adhesive part of the ar (a-rubber) bending section.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by a gap that was created in the adhesive part of the lg lens due to physical stress, etc., and dirt entered. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.